Event description:
It was reported that an insulin occlusion alert occurred on an ilet system, associated with tangled infusion tubing and resolved only after changing the tubing, cannula set, and supplies; alarms included insulin low, high glucose, and occlusion, and the user was on steroid medication with the highest reported blood glucose of 333 mg/dl. Customer care provided support that included user troubleshooting. Investigation of this case revealed that pressure buildup consistent with an occlusion likely occurred due to tubing kinking or tangling, with effective resolution after supply replacement and no evidence of a bent cannula. It was concluded, based on previously established findings for similar reports, that the cause was user-related infusion set or tubing issue contributing to occlusion and delayed insulin delivery, with hyperglycemia also influenced by delayed meal announcement and concurrent steroid use.